Manufacturer narrative:
Tandem quality engineer, evaluated pump data.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while charging. At the time of the event the customer received the proper low power alerts and alarms. Customer confirmed pump display turned on when re-plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 122-123 mg/dl.